Event description:
The customer reported the the adc freestyle libre sensor detached after 7 days of wear. The customer was unable to monitor blood glucose and subsequently lost consciousness. The customer was diagnosed with hypoglycemia and treated with glucogan injection by a healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor kit were reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Sections d4 (expiration date), section h-4 (device mfg date), h-6 (evaluation codes) and h-10 (addtl mfg narrative ) have been updated as the investigation information was omitted from the initial report.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported the adc freestyle libre sensor detached after 7 days of wear. The customer was unable to monitor blood glucose and subsequently lost consciousness. The customer was diagnosed with hypoglycemia and treated with glucogan injection by a healthcare professional. There was no report of death or permanent injury associated with this event.